Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening anterior assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. Cyst-ndr: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was received out of its sealed package. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reporting implant rupture and left side fibrosis. Healthcare professional reported left side ¿rupture", ¿fibrosis¿, ¿left side with a feeling of pressure and chest pain¿, ¿slight deformation and increased strength¿, ¿capsular contracture baker ii", "both sides implants with clear folds¿, ¿small cystic change in the edge area", ¿when the breast/implant moved, the patient reacted with a stronger perception of pain¿. The event ¿small cystic change in the edge area" is not related to the device. The device has been explanted.

Event description:
Healthcare professional reported left side ¿rupture", ¿fibrosis¿, ¿left side with a feeling of pressure and chest pain¿, ¿slight deformation and increased strength¿, ¿capsular contracture baker ii", "both sides implants with clear folds¿, ¿small cystic change in the edge area", ¿when the breast/implant moved, the patient reacted with a stronger perception of pain¿. The event ¿small cystic change in the edge area" is not related to the device. The device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted capsular contracture grade unknown. Upon further information, allergan has determined that it is capsular contracture grade 2 and is not reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And left side fibrosis.

Event description:
Patient reporting, implant rupture. And left side fibrosis. The device status is unknown.